Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the 23mm sapien valve was positioned too aortic and embolized into the ascending aorta upon deployment. A femoral 23x4 valvuloplasty balloon was used to capture the sapien valve and pull it back into the patient's descending thoracic aorta in a location that matched the diameter of the implant. The sapien valve was then secured in place by a stent. A second sapien valve was implanted in a 50:50 position across the native aortic annulus, resulting in no aortic insufficiency. The patient was noted to be in stable condition following the procedure. The native aortic annular diameter was 19mm by tee and 18mm by tte. The native aortic valve was moderately calcified and the aortic root was mildly calcified. There was no mitral annular calcification (mac) and mild ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 50%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the sapien valve was positioned too aortic when the command to inflate the delivery balloon was given, which caused the valve to embolize aortic.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the sapien valve was positioned too aortic when the delivery balloon was inflated, which caused the valve to embolize into the aorta. In addition, patient factors, such as the patient¿s preserved ejection fraction (50%), mild ventricular septal hypertrophy, and only moderate calcification of the native aortic valve, may have also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.